Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, lot# 0208159764, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient "felt not stimulation any more&#55297;t the time of report, while the patient "had good compliance and was very happy with the stimulation as long as it worked." The patient was reprogrammed with no success and x-ray imaging found no migration had occurred from the patient's initial c5-c7 lead placement. Impedance testing was performed and found high impedances around 10000 ohms on the patient's programmed electrode. It was stated that replacement of the patient's lead resolved the issue. Impedance testing performed with the replacement lead found "normal impedances." The patient "felt fine" and received a "good result with the stimulation" following the lead replacement.

Manufacturer narrative:
Please note that result code no longer applies to this report. Additionally, manufacturer contact information captured has been updated at this time. Device evaluation: analysis of the lead found the #2 and #6 conductors were broken 14.8 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.